Event description:
The patient alleged that she had to undergo a surgical procedure to retrieve pieces of dressing products that were left behind in her wound and that she suffered from wound infection as a result.

Manufacturer narrative:
This is an ae involving a female patient who had wound debridement and drainage from an abscess located on the right buttocks. Reports say the patient was first seen at an emergency room on the (B)(6) 2012 with a diagnosis of cellulitis and underwent a surgical drainage under general anesthesia on the (B)(6) 2012. She was thereafter sent to have 10 wound care clinic sessions at the (B)(6) center, the first of which she had on the (B)(6) 2012. The wound was reportedly healing well until (B)(6) 2012 when she started experiencing a lot of pain and she consulted with the original surgeon who ordered an MRI of the wound and another procedure under general anesthesia where they allegedly retrieved bandages/dressings that had been left in place by the wound care center. The care center however, denies leaving any dressing products in the wound. They reported an initial wound of 3 x 1cm of diameter and 5cm deep, with 3cm pockets (located 3 hours based on the clockwise count) and another 8cm (at 9 hours base on the clockwise count), sero purulent exudate non fetid (at the first healing, more and less 25cm) wound with 100% granulation tissue, good perilesional skin and without induration zones. They reportedly irrigated the cavity with saline solution (until the water came out clean), saf-gel applied to ensure the granulation process from the bottom of the pockets and an aquacel ag was placed to manage the exudate and local bacterial flora. It was covered with gauze or dressings and sessions scheduled every five days. On (B)(6) 2012 patient presented with a non fetid serous drainage and the cavity persisted. The nurse suggested to consult it with the patient's doctor in order to evaluate the possibility of taking an ultrasound to make a better assessment of the cavity. Sessions continued until (B)(6) 2013 date after which the patient did not return. She thereafter claimed to have been assessed and was told she needed surgery (exact date of surgery is not known). On seeing her on (B)(6), there was a linear wound sutured, covered with gauze, tenderness and erythema were observed along with a non fetid serosanguineous fluid drainage. Patient had another session in (B)(6) where wound was washed with plenty saline solution and covered with sterile gauze. After this date, patient did not return, a call was placed to her on (B)(6) 2013 and she expressed her not being satisfied with her management and has not been seen since then. The ae is deemed a serious injury as the patient alleged that she had to undergo a surgical procedure to retrieve pieces of dressing products that were left behind in her wound and that she suffered from wound infection as a result. We are requesting a medical report from the surgeon/medical facility where the procedure was performed. The ae is deemed a serious injury as the patient alleged that she had to under go a surgical procedure to retrieve pieces of dressing products that were left behind in her wound and that she suffered from wound infection as a result. We are requesting a medical report from the surgeon/medical facility where the procedure was performed. Reported to the FDA on (B)(4) 2013.